Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing that resulted in an unknown duration of pacing inhibition. The patient was pacemaker dependent. Potential lead on lead contact was suspected, however, was not confirmed. An invasive procedure was performed. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.